Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. B16006) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff had not experienced this combination of symptoms. Her menstrual periods were normal and she had no problems going about her daily life. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal cramping"), 7 years 4 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced adnexa uteri cyst ("CT scan showed right adnexal cyst") and uterine enlargement ("CT scan showed enlarged uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), ovarian cyst nos ("bilateral simple ovarian cysts"), menorrhagia ("heavy menstrual periods") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and on (B)(6) 2014, laparoscopy with aspiration of ovarian cyst). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and fatigue had not resolved and the ovarian cyst, endometriosis, adnexa uteri cyst, ovarian cyst nos, uterine enlargement and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic pain, uterine enlargement and ovarian cyst nos to be related to essure (ess205). The reporter commented: essure inserted under IV sedation. Fu (B)(6) 2020: essure removal details: the patient had essure coils inside each fallopian tube. There were a few small implants of endometriosis that appeared mild and all of these were destroyed. She had some mild adhesions of the bladder flap that were taken down with sharp dissection. Her ovaries were normal in appearance and her uterus was normal in appearance. Her uterus sounded to 9 cm. She had moderate uterine descensus and there was no evidence of sub mucous fibroids or endometrial polyps. They were able to visualize the essure device inside the fallopian tube. This was and was removed from the uterus without difficulty. They did inspect to ensure that the entire essure device was removed and the fallopian tube was able to be brought through the 8 mm port site. Attention was then turned to the left fallopian tube which in an identical fashion the mesosalpinx was desiccated and the tube was sharply dissected away from the uterus using scissors. We were able to remove it. We again inspected to make sure the entire essure device was removed. At this point they identified a few implants of endometriosis in the posterior cul-de-sac and on the surface of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: results: showed a right adnexal cyst and an enlarged uterus. Hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes had occluded. Laparoscopy - on (B)(6) 2014: results: aspiration of ovarian cyst. Ultrasound scan - on (B)(6) 2014: results: uterus and bilateral ovaries appear normal; on (B)(6) 2014: results: showed bilateral simple ovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, endometriosis, and dysmenorrhea". Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Essure lot number was added. Essure model number updated to ess025 (previously reported as ess305) and reporter casualty comment were updated. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff had not experienced this combination of symptoms. Her menstrual periods were normal and she had no problems going about her daily life. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal cramping"), 7 years 4 months after insertion of essure. On (B)(6) 2014, the patient experienced adnexa uteri cyst ("CT scan showed right adnexal cyst") and uterine enlargement ("CT scan showed enlarged uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), ovarian cyst nos ("bilateral simple ovarian cysts"), menorrhagia ("heavy menstrual periods") and fatigue ("fatigue"). The patient was treated with surgery (essure removed and on (B)(6) 2014, laparoscopy with aspiration of ovarian cyst). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and fatigue had not resolved and the ovarian cyst, endometriosis, adnexa uteri cyst, ovarian cyst nos, uterine enlargement and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic pain, uterine enlargement and ovarian cyst nos to be related to essure. The reporter commented: essure inserted under IV sedation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2014: results: showed a right adnexal cyst and an enlarged uterus. Hysterosalpingogram on (B)(6) 2013: results: bilateral fallopian tubes had occluded. Laparoscopyon (B)(6) 2014: results: aspiration of ovarian cyst. Ultrasound scan on (B)(6) 2014: results: uterus and bilateral ovaries appear normal; on (B)(6) 2014: results: showed bilateral simple ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: case became serious incident as essure removal was done for event pelvic pain. Essure model number is updated as essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. B16006-not valid) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff had not experienced this combination of symptoms. Her menstrual periods were normal and she had no problems going about her daily life. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal cramping"), 7 years 4 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced adnexa uteri cyst ("CT scan showed right adnexal cyst") and uterine enlargement ("CT scan showed enlarged uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), ovarian cyst nos ("bilateral simple ovarian cysts"), menorrhagia ("heavy menstrual periods") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and on (B)(6) 2014, laparoscopy with aspiration of ovarian cyst). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and fatigue had not resolved and the ovarian cyst, endometriosis, adnexa uteri cyst, ovarian cyst nos, uterine enlargement and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic pain, uterine enlargement and ovarian cyst nos to be related to essure (ess205). The reporter commented: essure inserted under IV sedation. Fu (B)(6) 2020: essure removal details: the patient had essure coils inside each fallopian tube. There were a few small implants of endometriosis that appeared mild and all of these were destroyed. She had some mild adhesions of the bladder flap that were taken down with sharp dissection. Her ovaries were normal in appearance and her uterus was normal in appearance. Her uterus sounded to 9 cm. She had moderate uterine descensus and there was no evidence of sub mucous fibroids or endometrial polyps. They were able to visualize the essure device inside the fallopian tube. This was and was removed from the uterus without difficulty. They did inspect to ensure that the entire essure device was removed and the fallopian tube was able to be brought through the 8 mm port site. Attention was then turned to the left fallopian tube which in an identical fashion the mesosalpinx was desiccated and the tube was sharply dissected away from the uterus using scissors. We were able to remove it. We again inspected to make sure the entire essure device was removed. At this point they identified a few implants of endometriosis in the posterior cul-de-sac and on the surface of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: results: showed a right adnexal cyst and an enlarged uterus. Hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes had occluded. Laparoscopy - on (B)(6) 2014: results: aspiration of ovarian cyst. Ultrasound scan - on (B)(6) 2014: results: uterus and bilateral ovaries appear normal; on (B)(6) 2014: results: showed bilateral simple ovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, endometriosis, and dysmenorrhea". Lot number reported (b16006 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: update of information (batch is not valid). On 14-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.